Event description:
It was reported that there was a disconnection between the patient connector of a minicap transfer set and the plastic adapter. This occurred before use of the devices for peritoneal dialysis therapy. The transfer set had been in use for nine days and was replaced as a result of the disconnection. The plastic adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.